Event description:
On (B)(6) 2014, the reporter contacted animas and alleged that the patient had a blood glucose (bg) of 324mg/dl, extremely tired and weak, extreme drowsiness/difficulty waking up/confusion, but no ketones. During troubleshooting, customer support (cs) found that the bolus and basal histories were as expected and did not identify any following potential causes of perceived inaccurate delivery issue. The patient discontinued pump use. This complaint is being reported because the patient experienced hyperglycemia and the pump cannot be ruled out as causing/contributing to the hyperglycemic event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 09/06/2014 with the following findings: the last bolus delivery and the last basal delivery were on (B)(6) 2014. Pump history shows no alarms outside the range of normal patient use. The basal and boluses add up appropriately to total the total daily dose; showing the pump was delivering accurately until the last date used. The pump passed a delivery accuracy test and was found to be operating within required specification and delivering accurately. Investigators were unable to duplicate reported complaint. The display screen has a pinkish contrast. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.